Event description:
C-cc-oth - other; it was reported that "mechanical failure" occurred during removal of the catheter, the removal was not difficult, and was easily removed according to the staff. Follow up indicated that not specific on mechanical failure; however, "it" broke. There were no patient complications reported. Confirmed that the actual catheter was broken, when device was returned and evaluated.

Manufacturer narrative:
Customer report was confirmed for broken catheter. The catheter was received with an arrow introducer. The catheter was received broken in half at the proximal end of the thermal filiment (middle form) area. The catheter does show signs of being stretched, with rippling of the thermistor wire inside the catheter body. The catheter is also coiled from the 60cm area distal to the break site.